Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was beeping but there was no code on the insulin pump to indicate why it was beeping and screen was flashing. Customer stated the pump was in her pocket and it started beeping, she could not get it to stop. The buttons were also not working. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.